Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced leaking at two cartridge-to-connector interfaces on the insulin pump and elected to discontinue pump use and revert to backup therapy. Symptoms included no reported adverse clinical effects and no reported changes in blood glucose attributable to the leaks. Outcomes included user-initiated discontinuation of pump therapy and transition to long-acting insulin, followed by planned reconnection after the recommended wait period. Investigation included troubleshooting and education on proper supply change steps and reconnection timing for long-acting and rapid-acting insulin. Investigation of this case revealed user frustration with leaks at the connector interface, with no alerts or alarms reported, and replacement supplies were arranged. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the absence of device alarms and the inability to reproduce the leak during the call, with user guidance provided for proper reconnection.